Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. The catheter "was falling off a couple years ago and they had to give me a new unit". It occurred prior to 2015. When the doctor pulled it out they said it was not put in properly.

Manufacturer narrative:
Concomitant medical products: product ID 8780, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2015, product type catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable drug infusion pump indicated for non-malignant pain and failed back surgery syndrome. The pump contained an unknown drug with an unknown concentration and dose. It was reported the patient said there was an issue with the first catheter; however, there was ¿not alart system¿. The patient said the catheter was replaced as there was a partial system explant. The patient said that the surgeon said that the initial catheter was connected properly. The patient reported the event occurred ¿about two years ago or so¿. No patient symptoms were mentioned. The patient¿s situation was resolved. No further patient complications were reported.